Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a notable hemoglobin drop from 7.4 to 6.4 on (B)(6) 2021 and was given a blood transfusion of red blood cells (rbcs) on (B)(6) 2021. On (B)(6) 2021, they had an upper gastrointestinal endoscopy (egd) performed, and the results came back normal. On (B)(6) 2021, the patient had an unspecified gi bleed with noted melena without an identified source. A colonoscopy was performed on the same day, and the results showed diverticulum and no bleeding. It was reported that the patient was treated with blood products on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. On (B)(6) 2021 computed tomography angiography (cta) of the abdomen/pelvis performed acute gi bleed. It was noted hemoglobin had returned to baseline. Video capsule endoscopy (vce) done with blood seen in early small intestine. Repeat egd on (B)(6) 2021 showed no areas of bleeding and hemoglobin was stable. On (B)(6) 2021 the patient was restarted on warfarin. The bleeding resolved and the patient was discharged on (B)(6) 2021 on warfarin only.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that an upper gastrointestinal (gi) endoscopy was performed on (B)(6) 2021 and the results came back normal. On (B)(6) 2021, this clinical study patient had an unspecified gi bleed with noted melena without an identified source. A colonoscopy was performed on (B)(6) 2021 the results showed diverticulum and no bleeding. Patient was treated with blood products. On (B)(6) 2021 video capsule endoscopy (vec) was used to identify bleeding in several areas. On (B)(6) 2021 no areas of bleeding were observed. The bleeding resolved and the patient was discharged on warfarin only.